Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older: the patient was an older female. Device evaluated by MFR: unit returned in a generic plastic bag. The returned device matches with upn and lot provided by the customer. The device has a kink at 14mm between r1 and r2. In addition, the ring #2 has broken adhesive and fluids under it. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The device failed the dimensional test as the device did not curve to the left. The handle was opened, and a gap was found in the terminal of the steering wire. The guide coil was inspected and no issues were found. The distal section was dissected and one of the steering wires was found detached from the center support. The steering wire and center support have evidence of soldering process. In addition, fluids were found in this area. The center support was found kinked at 15mm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable upon analysis completed on 31may2016. During a flutter ablation procedure, utilizing a intellatip mifi¿ xp temperature ablation catheter, it was noted late in the case that the tip of the catheter was kinked between the 2 proximal electrodes and the physician thought he broke a steering wire when trying to steer the catheter in one direction. It would curve in one direction but not the other. No patient complications were reported. The procedure was completed with this device along with another of the same device. However, device analysis revealed broken adhesive on ring #2 and fluid under it.